Event description:
Caller reported blood glucose result of 183 mg/dl on the advantage system, professional system result of 83 mg/dl within 10 minutes. Reported no adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.